Event description:
Customer reported unexpected positive reactions (3+) when performing weak d testing on the galileo, on a donor sample previously typed as rh negative.

Manufacturer narrative:
Sample was not returned for investigation testing. It is not possible to rule out the sample as a cause of this event.